Event description:
On (B)(4)2009, the pt's husband reported that the pt has a box of insulin cartridges with a "bad seal". He stated that it is very difficult to fill the insulin cartridges and they fill with air immediately and when he is able to fill them with insulin, they begin to leak. He stated the pt began using this box of insulin cartridges a few months ago and has experienced the issue with 4 cartridges. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. The alleged used product was discarded. The unused box of insulin cartridges will be returned for eval.